Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level. Customer's current blood glucose value was 489 mg/dl. Another blood glucose level was 308 mg/dl. Caller declined to troubleshoot for high blood glucose. The insulin pump had insulin flow block alarm. The alarm was resolved by infusion set change. It was unknown that auto mode feature was active or not at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The product will not be returned for analysis.